Event description:
During preparation for cardiopulmonary bypass, the roller pump displayed an "overspeed" message and stopped. The pump was replaced with another device. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation begun but no conclusion have been made.